Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned baton where they were able to duplicate the reported issue. When the baton was connected to a test video monitor, the monitor would indicate that no device was connected. Per the glidescope operations and maintenance manual (omm), the expected product life for the video baton is two (2) years. It is likely that the age of the device, approximately five (5) years contributed to event. The customer will be provided literature on the useful life of the product. Since there are no repairs available for this device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) was determined that the device was manufactured on 29-jun-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact there are no repairs available for the video baton the customer was advised to replace the glidescope avl video baton 3-4. The customer requested to have their device evaluated. However at the date of this report, the device has not been returned to verathon. The cause could not be determined at this time, but it is likely that the age of the device, five (5) years caused or contributed to the event. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. The procedure was completed using this unit with no delay noted. No harm to patient or user was reported.